Manufacturer narrative:
Service was dispatched. Field service engineer (fse) investigated and found the cause of the erroneous results, the wetted sample tube tops, and probe obstruction errors was the malfunctioned cap piercer module. Fse replaced the module and issue was resolved.

Event description:
The customer reported the unicel dxc 600i access clinical system had probe obstruction errors and the tops of the sample tubes were wet. Upon troubleshooting, customer found the shuttle track wet and about 2 ml leaked into the instrument. The leak was contained. No exposure reported. Customer personal protective equipment was unknown. Customer reported 2 patient results were questionable for sodium (na), chloride (cl), carbon dioxide (co2), and calcium (calc). Customer reported only one set of patient results was reported out of the lab. Customer reported the patient was not treated based on the erroneous results. .